Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. E1: initial reporter address 1: shuyang town xianghe county shuyang town xianghe count(B)(6). E1: initial reporter phone: (B)(6). Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specifications before distribution and there were no manufacturing deviations that could have contributed to the reported complaint. Investigation conclusion: this investigation has been assigned an investigation conclusion code of cause not established following a review of the reported event details, available information, and product record review. In this case the device was not returned for product analysis therefore limiting the identification of a most probable causes of the reported event. Improper handling, device manipulation or not following the correct instructions during the procedure, could be contributing factors to the reported issues. However, there is no additional detail pertinent to the event.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the circumflex branch. An opticross hd imaging catheter was advanced for ultrasound examination. During the procedure, the device fractured, and no image was available. The procedure was completed with another of the same device. The patient condition following the procedure was stable.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. (B)(6).

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the circumflex branch. An opticross hd imaging catheter was advanced for ultrasound examination. During the procedure, the device fractured, and no image was available. The procedure was completed with another of the same device. The patient condition following the procedure was stable.